Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's father via phone call that the customer experienced high blood glucose. The customer's blood glucose was 530 mg/dl. The customer's father stated they lost the serter for infusion set and reverted to manual injection. The insulin pump will not be returned for analysis.